Manufacturer narrative:
Three units and two photos were returned for evaluation. Indent was observed on tube near of the inflation line subassembly is assembled. Breakage/cut issue was confirmed. The root cause was unknown. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that there was a hole in the tube next to the blue line for cuff inflation. The hole itself is not visible, but it was detected by the machine after intubation. The error was reported by the ventilator and the clinician had to reintubate the patient. After checking a few other tubes, the customer found a similar problem in 2-3 samples. Device is not available for investigation since they did not save the samples, but a photo was provided. Medical intervention was required since the patient needed to be reintubated. The outcome of the event was resolved. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
E1: (B)(6). Device evaluation: two photos were provided for evaluation. The indent was observed on the tube near the inflation line; subassembly is assembled. The failure mode of ¿a0062 - breakage/cut" was confirmed.

Manufacturer narrative:
H6. Codes: updated. Additional device evaluation: the root cause of the issue was manufacturing; the knives that cuts the plastic tube is ¿wear with the dice¿ which allows to replicate the failure mode and if the mark tube is not correctly aligned when inserted for cut operation, which allows to replicate the failure mode. Action taken: fix with external supplier, training operators and clarify procedures to include pictures.